Event description:
Three days after my rectocele, cystocele, and bladder surgery in (B)(6) 2010, I called my physician with the following complaints, severe cramping, unable to sit, trouble urinating, it felt like something was stabbing me when I bent over, and an odor that smelled like something was dead. The odor was so strong I didn't want to be near anyone. I was told to take extra vicodin, and the odor was normal. The odor was all the old blood not discharging from behind the mesh. Once the smelling went down, the blood would discharge and the smell would go away. I was asked if I had a bowel movement. If I was able to have bowel movement, there shouldn't be a stabbing pains. At my 3 week check up, I was told once they removed the pissary, the smell and pain would go away, and the blood would discharge. I had no clue what a pissary was and it never been discussed before when I reported the pain and odor. About 1 week later, the nurse called and advised me I had an infection. I was prescribed cipro, 500 mg. About 2 weeks later, I was prescribed fluconazole and nystatin/triamcinolone. Two weeks later, I was prescribed cipro 500 and metronidazole vaginal gel. At that point, my ob/gyn left town and I dealt with my family doctor, who advised me my swollen glands and fevers were because of lamictal, the drug I take for seizures. I have been on several different antibiotics through this process, along with anti fungal medicine, and estrogen cream. Once the antibiotic is finish, the infection returns. I am now on a maintenance drug of trimethoprim, 100mg. Even after being on the maintenance drug, I have had 3 different antibiotics and 3 more infections. I have seen my family doctor in (B)(6), an ob/gyn in (B)(6) who wanted to do surgery. I returned to my home in (B)(6), for another opinion. In (B)(6), I have seen my family doctor, and another (B)(6), ob/gyn. The (B)(6) ob/gyn has refered me to the (B)(6) to a specialist in pelvic floor repair. I have not felt normal or well since the surgery. I am exhausted, run a fever on and off, and in constant pain. I can't sit straight up, walk or be on my feet longer than 30 minutes, still have the stabbing pain when I bend over, low pelvic pain, low back pain, no urine control, and the dead odor. I just want to feel good again, and not walk around with a dead smell and diapers. We were invited to take a cruise, all expenses paid, in (B)(6) 2011. I don't even feel well enough to take advantage of the cruise. Both ob/gyn specialist have advised me I needed a bladder suspension, as I am at stage 3. I only hope the (B)(6) can help me.